Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported having decreased near vision and glare at night following bilateral intraocular lens (iol) implant surgery. The consumer reported that prior to her iol implants, she had good near vision, but after surgery her vision has decreased by 50 percent. The consumer also reported that lights at night cause discomfort. At the request of the consumer, the surgeon was not contacted. This report is for the left eye.